Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose was approximately 400 mg/dl. A cartridge change was performed resolving the issue. Additionally, the customer experienced low blood glucose (bg); value not provided and cause is unknown. Although requested by tandem technical support, the customer declined to perform troubleshooting.